Manufacturer narrative:
A wallflex biliary rx stent delivery system was received for analysis; the stent was not returned. Visual examination of the returned device noted that the stainless steel tube actuated beyond its reconstrainment limit; however, a section of the inner shaft, guidewire access sleeve (gas), and clear outer sheath were detached from the distal exterior tube and were not returned. No other issues were noted to the device during the product analysis. The condition of the returned device observed during analysis was consistent with the application of excessive force during usage due to a tortuous anatomy. It is likely that anatomical or procedural factors encountered during stent deployment, which limited the performance of the device. Therefore, the most probable root cause of the complaint is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release for distribution. A search of the complaint database confirmed that no other similar complaints exist for the specified lot.

Event description:
Note: this manufacturer report pertains to one of two devices used in the same procedure. Refer to manufacturer report # 3005099803-2017-03425 and 3005099803-2017-03426 for the associated device information. It was reported to boston scientific corporation on (B)(6) 2017 that two wallflex biliary rx partially covered stents were to be used to treat a malignant stricture in the common hepatic duct during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2017. Reportedly, the patient's anatomy was tortuous and was not dilated prior to stent placement. According to the complainant, during the procedure, the physician started deploying the first stent (the subject of this report) but felt some ¿stiffness in the release system". The stent failed to fully deploy and was removed from the patient on the delivery system partially deployed. Reportedly, after the device was removed outside the patient, it was noted that the inner shaft was separated but still tied to the catheter. The physician attempted to use a second wallflex biliary rx partially covered stents (the subject of MFR report # 3005099803-2017-03426). However, the same issue was encountered on the second stent. The physician completed the procedure using a third wallflex biliary rx partially covered stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The device has not been received for analysis; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this manufacturer report pertains to one of two devices used in the same procedure. Refer to manufacturer report # 3005099803-2017-03425 and 3005099803-2017-03426 for the associated device information. It was reported to boston scientific corporation on (B)(6)2017 that two wallflex biliary rx partially covered stents were to be used to treat a malignant stricture in the common hepatic duct during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2017. Reportedly, the patient's anatomy was tortuous and was not dilated prior to stent placement. According to the complainant, during the procedure, the physician started deploying the first stent (the subject of this report) but felt some ¿stiffness in the release system". The stent failed to fully deploy and was removed from the patient on the delivery system partially deployed. Reportedly, after the device was removed outside the patient, it was noted that the inner shaft was separated but still tied to the catheter. The physician attempted to use a second wallflex biliary rx partially covered stents (the subject of MFR report # 3005099803-2017-03426). However, the same issue was encountered on the second stent. The physician completed the procedure using a third wallflex biliary rx partially covered stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.